Event description:
It was reported that the patient presented to the emergency room after collapsing and having a heart rate in the thirties. The pulse generator could not be interrogated. The device was explanted and replaced. The patient was ok after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis confirmed normal battery depletion.